Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv (high voltage) cable connection at the x-ray tube were removed, re-lubricated, and reseated. The system was tested and found to be working as intended and returned to service.